Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) water tends to accumulate in the helium extension tube. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed that the moisture removal function is functioning normally. After each operation, the operation was confirmed by fse based on the inspection record sheet and it was confirmed that the equipment is currently in good condition and working.

Event description:
N/a.